Event description:
New information states that the impedance was high. The lead was explanted and replaced.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited impedance out of range and increasing high pacing thresholds and low sensing. The lead was replaced on (B)(6) 2020. The patient at time of procedure was in normal condition.